Manufacturer narrative:
Citation: chessa m et al. Percutaneous pulmonary valve implantation in a single artery branch: a preliminary experience. World j cardiol 2015 october 26; 7(10): 695-699 date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of (B)(6) female patient who underwent correction of a septal defect and implant of a medtronic 14-mm freestyle (serial number not provided) as a right ventricle (rv) to pulmonary artery (pa) conduit. When the patient was (B)(6), during a pa bifurcation plasty procedure, the conduit was upgraded to a 23-mm freestyle (serial number not provided). Approximately 15 years later, cardiac magnetic resonance (cmr) showed a dilated rv, severe pulmonary valve regurgitation, and moderate right ventricular outflow tract obstruction (peak gradient 40 mmhg). Rv angiography showed a dilated, calcified, and moderate stenotic conduit. In a percutaneous pulmonary valve implant procedure, a medtronic 22-mm melody valve was deployed at the origin of the left pulmonary artery without complications. One day post-procedural, a transthoracic echocardiogram (tte) showed excellent valve function with no regurgitation and no stenosis. Two days post-procedural, the patient experienced chest pain, shortness of breath, and hypoxia. A computed tomography angiography revealed a micro pulmonary embolism with evidence of filling defects in the distal pulmonary branches in the latero-basal segment of the lower lobe and in the inferior segment of the lingula. The patient recovered immediately after being put on blood thinner medication, and was discharged 10 days post-procedural. At a long term follow-up the patient was noted as asymptomatic, with neither pulmonary valve regurgitation nor residual stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.